Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance revealed the stent delivery system (sds) was returned with blood visible on the inflation lumen and in the guide wire lumen. There was no contrast visible. The stent implant was returned dislodged from the sds and inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The measurements were oversized. Pin gauges were used to measure the inner diameter of the orange protective sheath. The inner diameter met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. The analysis of the returned device did confirm the reported stent dislodgement which was returned inside the protective sheath. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates the presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The stent implant was returned inside the protective sheath. It is possible that the protective sheath may have been inadvertently mishandled during removal. The inner diameter of the protective sheath met manufacturing criteria. The noted over-sized outer diameters of the stent implant suggest that the stent slightly expanded during travel over the balloon as would be expected. It is also possible that the over-sized diameters may have originated from the manufacturing site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unknown when the outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. It should be mentioned that the returned device analysis noted the presence of blood on the inflation lumen and in the guide wire lumen, suggesting that the sds may have been loaded onto the guide wire before the stent dislodgement was noticed. But this does not appear to have caused or contributed to the reported stent dislodgement. As a conclusive root cause could not be determined and there is no indication of a quality issue, no corrective action will be implemented in this case. Product performance engineering will continue to monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint-handling database was performed and there have been no other complaints reported with this part number/ lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when taking the vision stent system out of the package the stent came off the delivery balloon. No additional event or patient information is available.